Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the marketing product director that during an endoscopic mucosal resection (emr) procedure on the cecum, the physician said he was not particularly flexed. Had good jaw mobility prior to firing clip, but jaws did not open well after deployment on all 4 clips. Did a lot of wiggling and jiggling. No patient consequences were reported and no device is being returned.